Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented post operation that the atrial lead had dislodged. Impedance and thresholds had both increased. It was also noted on x-ray that the lead had moved. The lead was successfully repositioned on (B)(6) 2019. The patient was stable.